Event description:
A bipap a30, silver series device was returned to a third-party service center for service with no initial alleged complaint. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician could not extract the error code log due to a ventilator inoperative condition. The printed circuit assembly (pca) was replaced due to the ventilator inoperative condition. Additionally, the service technician noted additional findings of tobacco contamination and dust contamination. The device was scrapped by the service center after the evaluation was completed.